Event description:
As reported upon opening the phasix mesh sterile foil pouch, it tore slightly, and customer alleged the product was caught in the seal. The customer had concern for a breakdown of the sterility and did not use the product. Another device was used to complete the case. There was no patient impact as a result of this event.

Manufacturer narrative:
As reported, the phasix mesh packaging tore slightly while opening and customer alleged the product was within the sterile barrier seal. Pictures were provided by the customer. The physical sample has not been returned and may be returned for evaluation. Photo evaluation indicates the tear in the pouch starts in the seal and moves into the pouch. Typically, the package opens evenly along the seal edges and not into the pouch. Seal transfer deformation that comes from a correctly sealed pouch can be identified indicating it was appropriately sealed. It is possible that the user experienced an area of increased seal resistance when attempting to open the foil pouch causing the tear into the pouch and not along the sealed edges. However, as the sample not been returned a definitive conclusion cannot be made at this time. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2023. Note, the date of event (05-oct-2023) is provided as a best estimate based. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds the pouch was sealed correctly and the pouch integrity is intact. The pouch was received opened from the chevron end as intended, with a tear visible in the pouch on the front label side. The tear starts in the vendor seal, moves diagonal into the seal and into the foil. There is no indication or evidence that the envelope containing the product was caught in the seal of the pouch. Based on sample examination, it appears that while opening the pouch the user encountered an area of increased seal resistance where the tear began. This continues to be the only reported complaint for this lot number. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported upon opening the phasix mesh sterile foil pouch, it tore slightly, and customer alleged the product was caught in the seal. The customer had concern for a breakdown of the sterility and did not use the product. Another device was used to complete the case. There was no patient impact as a result of this event.

Manufacturer narrative:
As reported, the phasix mesh packaging tore slightly while opening and customer alleged the product was within the sterile barrier seal. Pictures were provided by the customer. The physical sample has not been returned and may be returned for evaluation. Photo evaluation indicates the tear in the pouch starts in the seal and moves into the pouch. Typically, the package opens evenly along the seal edges and not into the pouch. Seal transfer deformation that comes from a correctly sealed pouch can be identified indicating it was appropriately sealed. It is possible that the user experienced an area of increased seal resistance when attempting to open the foil pouch causing the tear into the pouch and not along the sealed edges. However, as the sample not been returned a definitive conclusion cannot be made at this time. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in may 2023. Note, the date of event (B)(6) 2023 is provided as a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.